Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a underwent a closed reduction approx 5 years after implantation due to dislocations. No additional information is currently available.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Medical records indicate there were 3 dislications prior to revision which were reduced in the emergency room . Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Explant date incorrectly reported initially. Product was not explanted during this event.